Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failures alarm and the motor arm did not communicate with the main arm. The customer's blood glucose was 13.0mmol/ l at the time of the incident. It was reported that he accidentally performed self test and now pump is asking her to rewind. The customer was assisted with reservoir and tubing process. The customer also received battery failed error. They performed self test and the insulin pump failed self test. It was reported that the select button is cracked. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No pump error 4 noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test noted during testing. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with cracked select button keypad overlay.